Event description:
It was learned that the subject valve was explanted at implant due to a paravalvular leak that was noticed after patient was removed from cardiopulmonary bypass (cpb). Device was replaced with another bioprosthetic valve. Patient is noted to have a bicuspid aortic valve with an annulus that had severe calcification and extensive nodular calcification that had developed a cavity in the aortic to mitral curtain. Patient also experienced bleeding and coagulopathy at end of the procedure which was repaired with additional sutures prior patient leaving or in stable condition. Patient was on cpb for 140 minutes the first time and an additional 86 minutes the second time.

Manufacturer narrative:
The reported explanted device was not returned to manufacturer as it was discarded at hospital. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case the patient is noted to have a bi-cuspid and heavy calcified annulus - both of which may have contributed to the explant of this device. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.